Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient presented in the operating room for a procedure unrelated to the device. Patient received inappropriate shock. It was noted that a magnet was used successfully to temporarily disable the hv therapy for several hours prior to the shock. The ICD had oversensed noise due to cautery use and delivered inappropriate therapy. The magnet was repositioned over the device with no further issues.